Event description:
Implant loss due to trauma to the abutment. The incident happened at school. The pt and his classmates were putting on their backpacks and a girl beside him accidentally hit him with her elbow as she was putting on her backpack. Both the implant and abutment were knocked loose. Pt experienced pain, headache and dizziness with nausea on ride home from school. Implant and abutment were removed by the physician in the office. Pt is scheduled to have 2 stage surgery for replacement of implant and abutment.

Manufacturer narrative:
Implant loss as result of external trauma is known to occur, considered in the rmf and communicated in the pt info. There are no indication that the occurred is a result of mfg or component failure.